Manufacturer narrative:
Other applicable components are: product ID: 3708140, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome. Information was reported that a screw was stuck in the header. One set screw came out fine. The 2nd set screw is stuck and won't release the extension. This happened during a normal battery swap. The rep then reported they replaced the ins and one extension is damaged. The caller will attempt to cut down to the set screw to release it. The rep called back and will try programming patient and if they are unable to get therapy coverage they will replace damaged extension at a future date. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported they were able to get down to the setscrew and/or able to replace the generator there were some impedance issues with some of the contacts but the rep was able to program around that and the patient was happy and did well after the battery was replaced. No further information was reported.